Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt indicated the ins has not been charged in 8 months, pt has tried for several months off/on to charge ins since (B)(6) of 2021 but has been unable to. Suspected overdischarge. Caller states that pt met with their managing doc and doc is electing to replace the ins in (B)(6) 2022.